Manufacturer narrative:
Pr#: (B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer states during the devices manual self test the paddles sparked and then paddles got punctured.